Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, while testing the device, the reload was difficult to load and when the reload was finally loaded, the device did not fire. The surgeon was able to press the green button but was unable to squeeze the handle. Another reload was used to complete the case. There was no patient involvement.